Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via the manufacturer¿s representative (rep), who reported during a recent visit the patient¿s healthcare provider (hcp) told them their battery only had 4 months remaining despite being told the lifespan of the device was 3 years (originally implanted on (B)(6) 2021). There were no known factors that led to the issue and it was unknown if the issue was resolved. The consumer then mentioned the last time the ins was ¿updated¿ their hcp told them the ins battery had 2 months remaining (they were told it would last 5 years). The hcp was checking to see if the consumer could get a rechargeable device. It was noted the patient had their settings ¿upped¿ for symptom control.